Event description:
Consumer had essure inserted about 7 weeks after delivering her second son. Nuva ring was used as back-up contraception before total occlusion confirmation. On unspecified date, hysterosalpingogram test was performed and showed both tubes completely occluded. Left abdominal pain and fatigue were pretty much instant after the insertion. The pain during intercourse started approximately 1 year after insertion. The high blood pressure, lactose intolerance, gluten sensitivity and high cholesterol started 1 year ago, from this report. The consumer added chronic uti's as an event during essure treatment. On (B)(6) 2013, she had an exploratory laparoscopy. She went to her physician with unbearable pain on a thursday and had the surgery on that friday, the day after. She had a hysterectomy; however, her ovaries are still in place. The right essure was removed sometime after (B)(6) 2013. Essure was removed by laparotomy and hysterectomy. She was told that one of the essures perforated one of fallopian tubes. They also identified a huge fibroid tumor in her uterus. All the events stopped immediately after essure was removed.